Event description:
A 3.5 mm diameter x 30 mm length driver rx coronary stent system was inserted into a pt for the treatment of an rca lesion. The lesion morphology is reported to be non-tortuous with severe calcification, and 100% stenosis. It was reported that the lesion was pre-dilated. It was reported that the driver was deployed at the lesion site at 12 atms. The stent delivery balloon was being used to post-dilatation; upon inflation at 3 atm the balloon burst. It was noted after the balloon burst that there was a dissection. An nc sprinter was used to successfully complete the post dilatation. No clinical sequelae were reported and the pt is reported to be stable. Medtronic has received the device and its analysis has been completed. Negative purge identified a leak in the device. Balloon failed to hold pressure due to a short longitudinal slit in the distal balloon working length. Twenty times visual inspection confirmed the presence of chatter marks and a scratch in the balloon material within the balloon burst site in the middle of the scratch. The chatter marks were along the same plane as the scratch. This indicated that the balloon met resistance resulting in damage to the balloon material which in turn resulted in the balloon burst. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.